Event description:
It was reported that the patient presented for routine follow up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead was failing to capture. The lv lead was explanted and replaced. The patient remained stable during, before and after the device interrogation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was in stable condition throughout the procedure.